Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed all calibrations, extended self-testing and short-self testing on the device, and all tests passed. (B)(4).